Event description:
The customer alleged the ventilator failed to cycle without alarming, although the power switch was found in the "off" position. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and found no error codes in memory to signify a malfunction. The unit passed extended self testing. It was not verified that ventilator failed to cycle without alarming, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.

Manufacturer narrative:
Additional narrative: as reported the ventilator's power switch was found in the "off" position, it is unk how the switch was turned off. The pt was deemed unable to flip the switch by himself as stated by the hospital staff. After the performance testing of the ventilator, it was found that the power switch is spring loaded and does not appear to be able to turn itself off. It also has a protective cover to prevent incidental contact. The ventilator is not expected to alarm or function in the off position.